Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer treated high blood glucose with manual injection. Customer also stated that they had low blood glucose of 64mg/dl which was treated with apple juice. And current blood glucose was 283 mg/dl. Insulin pump will not be returned for analysis.